Event description:
Pt admitted with diagnosis adhesions and contracture of rt total knee. Pt originally underwent rt total knee replacement in 2000. Pt had problems with stiffness, pain and swelling. Per surgeon intraoperative the knee had movement from approx 10 degrees short of full extension to 55 degrees short of full extension to 55 degrees of flexion. Movement beyond that point was blocked by a massive amount of scar tissue noted within the knee. In 2002, pt underwent revision rt total knee arthroplasty.